Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported they had a different implanting physician for their permanent implant than they did for their trial, and somehow information was crossed so the physician who implanted the permanent system implanted the lead one vertebrae too high. As a result the consumer had stimulation in the wrong location since implant, and was scheduled for a lead vision on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.